Manufacturer narrative:
The pump was received with a blank display. The problem was isolated to the mother board. The pump also had a cracked reservoir tube lip, a cracked case near the display window corners, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was dropped. The insulin pump was not physically damaged. The self-test was not performed because the insulin pump's display was black. Customer's blood glucose level was not reported. The device was not returned.